Event description:
Pt admitted to ICU. Attempted placement of PICC to left upper extremity, but peel-away sheath fractured inside brachial vein. Removed by vascular surgery. Arrow ref cdc-45052-vps2, lot 23f20h0094, use by 2021-10-31, (B)(4). FDA safety report ID # (B)(4).